Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, manufacturing instructions, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, it is feasible to suggest the device met resistance beyond it's extended design; however, a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the patient had the device in for approximately 3 weeks when the red connector came apart from the white catheter. The catheter was replaced with another of the same device. A section of the device did not remain inside the patient¿s body and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The device was returned on 08may2017. Examination of the device determined it is feasible to suggest that once the hub separated, the customer cut off the flared section to reinsert the tube into the hub and the connector cap endhole was glued for stability. Since the flare was cut off, flare characteristics cannot be measured to determine if it is in specification. The results of the investigation remains the same; a root cause cannot be determined. We will continue to monitor for similar complaints.